Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed that the distal conductor was distorted and fractured (overstress) and showed deformation/fracture of the inner coil with extension problems. (B) (4) no anomalies found (B) (4) full lead.

Event description:
It was reported that during implant procedure that there was high impedance, greater than 2500 ohms, and there was positioning/fixation difficulty, and that eventually the helix could not be retracted. The patient's status was reported as "ok". (B) (4): the lead was not implanted. No patient complications have been reported as a result of this event.